Manufacturer narrative:
Product event summary: the ventricular assist device (vad), with its associated driveline, and the controller were not returned for evaluation. A review of the vad's manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site, as well as on-site inspection of the driveline cable, revealed that the driveline strain relief was separated from the connector. Analysis of the controller log files revealed one vad disconnect alarm logged on (B)(6) 2019 at 11:06:06, indicative of a physical disconnection of the driveline from the controller. As a result, the reported vad disconnect and strain relief detachment events were confirmed. Based on the available information from the on-site inspection, the reported driveline locking mechanism defect and poor mechanical connection events could not be confirmed. The driveline and controller remained in use following the strain relief repair. The vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, which may be attributed, but not limited, to a marginal connection. Based on the available information, a possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to improper handling of the driveline cable and/or manufacturing or design issues. An internal investigation is evaluating detached driveline strain reliefs from the connector. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6 fdr updated from 3233 to 170 and fdc updated from 11 to 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a vad stop when the driveline was not connected properly. It was noted that the strain relief was detached from the driveline. A strain relief repair was performed.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system - controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no. Device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drive line exhibited connection difficulty and would not lock properly. The controller exhibited poor mechanical connection to the drive line and a ventricular assist device (vad) disconnect alarm occured. The drive line will have servicing performed and remains in use. The controller remains in use. No patient complications have been reported as a result of this event.